Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/24/2019.

Event description:
The customer reported a ventilator with a touch screen failure. There was no patient involvement / harm.